Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and loss of capture. The patient was reported to be in atrial flutter. No changes were made and the ra lead remains in service. No adverse patient effects were reported.